Event description:
The device was used during a laparoscopic gastric bypass procedure. The device was used to cut and staple the lateral side of the gastric pouch. The device produced a full staple line but did not cut completely. Another device was used to complete the resection. There were no pt consequences.